Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting switched on. Review of the log file didn't confirm the reported malfunction. The fse performed checked the system and found that the system software was corrupt. The fse reloaded the software which resolved the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.